Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: this report is for event 2 chemo leakage: customer reports that the caresite leaked chemo during use. Limited information provided. No injury reported. Please note: event 1 (ECMO blood leak) was reported via MFR report number: 2523676-2020-00084. Event 2 (chemo leak) was reported via MFR report number: 2523676-2020-00085.